Event description:
It was reported that the lead safety switch (lss) on this pacemaker was triggered due to an unexpected pacing lead impedance with another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the information and recommended performing additional troubleshooting. The physician planned to program the device to a split configuration (bipolar sensing/unipolar pacing). There was also evidence of an abrupt impedance changes with the right atrial (ra) lead, however they remained within normal limits. During a review of the device data, ts also noted that an magnetic resonance imaging (MRI) was performed on (B)(6) 2017. This device has not been approved for use with an MRI.